Manufacturer narrative:
(B)(4)as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal ancef 1g (frequency not reported) and intraperitoneal fortaz 1g (frequency not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date during the same month as the event onset, ancef and fortaz were discontinued and the patient recovered from the peritonitis event. No additional information is available.